Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead was fractured. The lead impedance increased and noise was observed on the lead. A new sense/pace lead was added and the lead was partially capped. The defib portion of the lead remains active.